Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0216143930, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the patient went to the hospital on (B)(6) 2019 with a hole in his back where the fixation of the catheter could be seen. The cause of the hole was not determined. The hcp initially decided the explant the distal part of the catheter and to save the pump in the abdomen. Before the operation, they planned to refill the pump with nacl and program the pump to minimal flow rate. While refilling, they found a lot of liquid (brown and red) in the pocket of the pump, so they decided to explant the whole system. The hcp initially reported that the cause of the red and brown liquid was not determined. However, it was later reported that laboratory analysis of the red/brown fluid found only corynebacterium and nothing else, but in a ¿very slight dosis¿. There would be no material available for the device manufacturer because the doctors sent the whole material (pump and catheter) to the laboratory for bacterial analysis, and the laboratory destroyed the device after analysis. It was noted that the patient first started experiencing the hole in their back and red/brown fluid ¿one week before revision/explantation ((B)(6) 2019)¿ the patient¿s weight at the time of the event was unknown. The patient¿s age at the time of the event was (B)(6) years and 3 months. No further complications were reported.